Event description:
The lay user / pt contacted lifescan (lfs) in 2006 alleging high readings on his ultra meter. The ultra meter was not his primary meter he was using to test his blood glucose. A med affairs (mas) sent follow up questions and obtained info. Approc seven months ago the pt obtained a blood glucose reading of 18.0 mmol/l(324 mg/dl) on his ultrameter and took 15u of humalin n and 12u. Approc 8-25 mins later he experienced symptoms of hypoglycemia which cosisted of feeling shaky, sweaty, weak and his eyes started to "black out". He did not try to test his blood glucose at the time of experiencing symptoms. He drank a glass of milk and then tested on his one touch profile meter and received a 5.6 mol/l (100 mg/dl)-6.0 mmol/l(108 mg/dl). The pt did not seek med attention or contact his physician due to the symptoms or readings. The pt has had the subject meter for less than a year and discrded the meter and testing supplies approc 3-4 months ago. The pt does not think he ever ran a qc test on the subject test strips he was using at the time. The pt's currently / using the profile meter and has been obtaining readings from 4.5 mmol/l-8.0 mmol/l (81 mg/dl-144 mg/dl). The customer care agent (cca) was unable to troubleshoot the meter or test strips since the pt discarded the meter and testing supplies. Although the pt self treated himself, complaint is being reported because the pt's symptoms did not correlate with the meter readings taken 8 to 15 mins prior.